Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a noisy episode recorded on the right atrial (ra) and right ventricular (rv) lead channels. It was also reported there was short v-v sensing integrity counter (sic) recorded on the right ventricular (rv) lead and oversensing on the right atrial (ra) lead. The leads remain in use. No patient complications have been reported as a result of this event.